Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral approach. Wiring was performed using jupiter fc 235 and non-bsc microcatheter. However, difficulty crossing was experienced in the proximal portion of the popliteal. The guidewire was replaced with jupiter fc3 which was able to advance up to the distal portion of the popliteal were the calcification was hard. The guidewire was replaced again with jupiterx which failed to cross the lesion. The wire was then switched out for jupiter 45 which also had difficulty crossing the lesion. Subsequently, dorsalis pedis artery was punctured and inserted a non bsc microcatheter. However, it only advanced to the distal portion of the anterior tibial artery (ata) so a coyote es 1.5/20 was advanced, and dilatation was performed at 20atm. The microcatheter was able to be partially advanced, but the calcification of the mid was severe and was unable to cross. The ata was hard with calcification and the wire could not be replaced. The physician decided to puncture the posterior tibial artery (pta) and a non bsc microcatheter was inserted together with jupiter fc235. However, the guidewire had difficulty crossing so a balloon catheter was advanced from the "ante" and dilatation was performed at 14-20atm. A coyote 2.0/220 was used to dilate the area where there is difficulty crossing but it was noted that the balloon ruptured at 10atm. Another dilatation was performed using coyote 2.0/220, but it ruptured at 14atm. It was replaced with a coyote 2.5/220 and dilatation was performed at 14atm. It was replaced again with 3.0 balloon catheter to perform a reverse cart (controlled antegrade and retrograde subintimal tracking). From retro, it was replaced with jupiter45 and it crossed successfully. Reverse rendezvous was performed and a "4f tempo" was advanced from "ante" and another dilatation was performed with a 2.5 balloon catheter at 14atm and 3.0 balloon catheter at 20atm. It was confirmed that the lesion was circumferential calcification through intravascular ultrasound (ivus) so dilatation was performed at 14atm using coyote 2.0/220 in the whole pta. Hemostasis was performed at the puncture area, but it leaked so plain old balloon angioplasty (poba) hemostasis was performed with a 2.5 balloon catheter at 14atm for 5 mins. The proximal portion of the anterior tibial artery (ata) was punctured and non-bsc microcatheters were inserted. Multiple guidewires were unable to cross the intended location as the plaque was hard. Dilatation was performed by 3.0 balloon catheter at 20atm, but it did not develop a crack. A crack was successfully developed using a cutting balloon 4.0/15 at 20atm. The device was then replaced with a non-bsc guidewire and was advanced successfully by using the knuckle wire technique and rendezvous was performed in the great saphenous vein (gs). A 2.0 balloon catheter was replaced with coyote 2.5/220, but it ruptured at 14atm. A new coyote 2.5/220 was used and performed at 14atm. Flow was confirmed by contrast imaging so poba hemostasis was performed in the proximal ata puncture area using the same 2.5mm coyote for 5 minutes but it was noted the distal calcification from the puncture area was severe and the device was unable to cross. A guidezillapv was used in combination, but still unable to cross. Wiring was performed by a non-bsc guidewire from retro. Guidezillapv was used in combination and advanced to the proximal ata. Poba was performed with a 1.5 coyote es but there was difficulty advancing and it was removed. A 2.0 coyote balloon catheter was advanced but was still difficult to insert and opted to remove the guidezillapv. The lesion was insufficiently dilated so poba was attempted with a 2.0 coyote balloon catheter, but dilation failed. The physician tried to advance the guidezillapv further, but it failed to advance. A non-bsc microcatheter was tried to push from the retro but failed. Multiple attempts were made to gain access to the proximal ata through the gs but were only able to advance to the proximal portion of the ata with difficulty. A non-bsc microcatheter was deformed for about 2cm at the tip and got lifted and was confirmed that the device was not wrapped up through angiography. Poba was performed in the proximal ata with a 2.5 coyote balloon catheter which was unable to cross the calcification. Another non-bsc microcatheter was attempted but could not be advanced. Calcification recoil was confirmed in the distal portion of the pta, and flossing was performed by crosser. Poba was performed with a 4.0 balloon catheter at 14 atm. In the final contrast imaging the left popliteal went from 100 - 0%, the tpt went from 100 - 25%, pta went from 100 - 25% and the ata started at 100% with no change. The procedure was completed. No further complications reported.